Event description:
It was reported that a malfunction occurred while delivering a bolus. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.